Event description:
Had started noticing a strange odor that smelled like burnt fiberglass for a couple of weeks but did not associate it with my CPAP. A few days later I woke gasping for air. I was breathing but felt like I was suffocating. It seemed to take forever before it felt like I was getting air again. Probably 10 or 15 minutes. FDA safety report ID # (B)(4).